Event description:
Additional information was provided by the customer: the issue observed during therapeutic turd eastoroscopy procedure. The intended procedure was completed without any delay.

Manufacturer narrative:
The investigation was re-opened and updated. This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11. The following reportable malfunctions were identified during the device evaluation: flooding from cables, flooding from the focus ring, switches are deformed, coupler corrosion, four white dots, and cover wear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head was not working properly and lines are coming in the display monitor while using the machine. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, e1, e3, e4, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue observed during therapeutic turd eastoroscopy procedure. The intended procedure was completed without any delay.